Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that upon opening of the package, the peel away sheath was allegedly found to be missing from the kit. Therefore, another kit was opened and used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l kit was returned for evaluation. A visual evaluation was performed. The investigation is inconclusive for missing component, as the sample was received with the components inside the opened packaging. No peel-apart sheaths were received and all other components were accounted for. However, due to the kit being returned opened upon return it is unknown whether the missing components could have been lost in clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical, manufacturing, or return shipping procedure contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date 11/2019).

Event description:
It was reported that upon opening of the package, the peel away sheath was allegedly found to be missing from the kit. Therefore, another kit was opened and used to complete the procedure. There was no patient contact.